Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing a blood glucose level of 520 mg/dl sometime in late october. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require third-party assistance. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use.